Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department after a traumatic syncopal event occurred. The patient recalled being dizzy and lightheaded around 10-12 pm prior to the syncopal episode. Upon interrogation in the ed, a low flow alarm at 11:50 pm was noted. It was also reported that the patient had a few ventricular tachycardia (vt) events. No cause for vt was identified, though it was noted that the patient had a history of two ablation procedures in the past to treat vt. A computed tomography (CT) scan of the head showed no acute bleed. A chest CT showed lucency in the right 7th rib which was likely a small fracture. The patient was seen by electrophysiology (ep) cardiology while inpatient and discharged home with plans to continue oral quinidine per ep recommendations.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department after a traumatic syncopal event occurred. The patient recalled being dizzy and lightheaded around 10-12 pm prior to the syncopal episode. Upon interrogation in the ed, a low flow alarm at 11:50 pm was noted. It was also reported that the patient had a few ventricular tachycardia (vt) events. No cause for vt was identified, though it was noted that the patient had a history of two ablation procedures in the past to treat vt. A computed tomography (CT) scan of the head showed no acute bleed. A chest CT showed lucency in the right 7th rib which was likely a small fracture. The patient was seen by electrophysiology (ep) cardiology while inpatient and discharged home with plans to continue oral quinidine per ep recommendations.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Review of the submitted log files confirmed a transient low flow alarm; however, a specific cause for this finding could not be conclusively determined. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Low flow values were captured around 11:50am on 02feb2022. A low flow alarm was activated for less than a minute before flow recovered to baseline. Elevated pulsatility index (pi) values were captured during the low flow events. The system appeared to be operating as intended, and there were no other notable alarms captured in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia and other neurological event (not stroke-related). Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29jul2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had a history of ventricular tachycardia prior to left ventricular assist device (lvad) implant and the reported arrhythmia was not device or therapy related.